Manufacturer narrative:
The customer contacted a siemens customer care center and indicated that they replaced the ion selective electrode (ise) stack, dilution probe pipette (dpp) probe, and the electrodes twice, and performed buffer primes. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the ise module, ise valve and filter, and syringe seal ise kit; moved existing electrodes to the new ise module, and performed a buffer prime. Then, the customer calibrated the ise and ran quality controls (qcs); the qcs recovered within acceptable ranges. Siemens further investigated the event and determined that the malfunctioned ise module contributed to the imprecise sodium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that imprecise sodium results were obtained on patient samples, and discordant, falsely elevated sodium results were obtained on two patient samples on an advia chemistry xpt instrument. The discordant results were flagged with "delta checks" and were not reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument or the same instrument. The customer did not provide the affected results to siemens and indicated that they have not corrected any patient results. There are no known reports of patient intervention or adverse health consequences due to the imprecise sodium results.